Event description:
The customer stated that his blood glucose readings had been lower than usual. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was unable to reset the meter to mg/dl, so the meter will be returned, and a replacement meter will be sent.

Manufacturer narrative:
The serial number provided for the breeze meter was not correct, so it was not possible to determine a manufacture date.